Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The customer reported receiving a temperature alarm while the pump was sitting in direct sunlight on a hot day in (B)(6). Subsequently, the customer received an altitude alarm while disconnected from the pump and with the pump sitting near a pool. Reportedly, customer attempted to clear the alarm by changing the pump cartridge; however, customer was unsuccessful in clearing the alarm as well as changing the cartridge. There was no impact to the customer's blood glucose level. The customer indicated that insulin injections were to be used to manage diabetes.